Event description:
It was reported that intermittent occlusion alarms occurred. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 140-141 mg/dl.

Manufacturer narrative:
Device not returned.